Manufacturer narrative:
Citation: [ben dunne. Transapical versus transaortic transcatheter aortic valve implantation: a systematic review. Ann thorac surg. 2015 jul;100(1):354-61. Doi: 10.1016/j.athoracsur.2015.03.039]. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature meta-analysis regarding transapical versus transaortic transcatheter aortic valve implantation (tavi). All data were collected from multiple centers between 2000 and 2014. The study population included 9,961 patients; an undefined amount of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: stroke, conversion to open surgical procedure, bleeding, moderate paravalvular leak (pvl), and permanent pacemaker implantation. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.